Manufacturer narrative:
(B)(4): approximate age of device: 5 years and 10 months.the device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2009. It was reported that approximately 5 years and 10 months later the patient experienced red heart alarms while connected to battery power. The vad coordinator reviewed the event log history and several reduction in speed events were observed, and it was noted that the pump was not able to maintain the fixed set speed. X-rays of the percutaneous lead were reviewed and two areas of suspected abnormalities were noted; one area was internal and another area was external. The percutaneous lead was evaluated by the manufacturer's technical services representative and continuity testing found all 6 wires were normal. The external portion of the percutaneous lead was manipulated during patient thoracic movement but an alarm could not be reproduced. The outer layer silicone tube was removed to check the shielding and cable. No evidence of electrical shorting was noted but observation of stressed shielding was seen. When the patient was reconnected to the system controller, a driveline fault alarm was activated within minutes. A decision was made by the physician to exchange the external portion of the percutaneous lead in an attempt to solve the issue before putting the patient at risk of a pump exchange. The percutaneous lead repair was uneventful; however, the system controller continued to give driveline fault alarms. Therefore, the patient received a pump exchange on (B)(6) 2015. The patient was reported to be asymptomatic during the events.

Manufacturer narrative:
The evaluation of the returned portions of the percutaneous lead (lead) confirmed an issue that would have contributed to the reported pump speed reductions, driveline fault alarms, and red heart alarms. A distal end lead replacement was performed on (B)(6) 2015 and approximately 22 inches of the external portion/distal end of the lead was returned for evaluation. Prior to receipt, the outer silicone sleeve, clear bionate, and metal braided shield were removed and the underlying wires were untwisted from around the strength member. Continuity testing of the lead revealed that all wires were electrically intact. Visual inspection and hi-pot testing of the wires did not identify any areas of compromised wire insulation on the lead. Examination of the returned device did not reveal any depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 3 inches from the pump housing and the remainder of the lead was returned in two segments. Continuity testing of the distal returned portion of the lead revealed that all wires were electrically intact. Continuity testing of the returned portion of the lead extending from the pump housing revealed that the red and orange wires were open circuit. The outer silicone sleeve and bionate layers of the returned sections of the lead appeared unremarkable. The pump end bend relief was noted to be intact and there was no evidence of any damage or defects in this area. Minor breakdown of the braided shield was observed on the internal section of the lead near the proximal end of the repair site as well as at the terminus of the pump end bend relief. Removal of the bionate and shielding revealed that both the red and orange wires were completely fractured at the nipple of the outlet housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead in this location. Further examination of the wires revealed a breach in the black wire insulation approximately 0.25 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed damage to the black wire appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed inner conductors of any of the three compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting short to ground would have caused the reported pump speed reductions and pump stoppages recorded in the submitted system controller log file. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made simultaneous contact with the braided shield while operating on tethered power or battery power. Moreover, the red and orange wires comprise one complete phase of the three phase motor. At least one wire from each phase must be intact for the pump to operate; the discontinuities in the red and orange wires would have left the pump operating on only two of the three motor phases and would have resulted in an interruption in pump function. The fractured wire conductors would have also caused the reported driveline fault alarms. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing the file on this event.